Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 45 to 70 mg/dl at the time of the incident. The customer was at 435 mg/dl after being treated for the low, and 196 mg/dl at the time of the call. The customer used soda, candy, food and was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer believes their kidney failure led to the incident. The customer was having sensor glucose versus blood glucose differences. Troubleshooting was not completed but the pump passed a self test. The insulin pump will not be returned for analysis.